Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Liner cracked when surgeon was attempting to place the locking ring around the liner.

Manufacturer narrative:
Examination of the reported device confirms the reported material fracture. The liner has been deformed beyond its original specifications. The device cannot be meaningful dimensionally evaluated. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The incident is considered isolated. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.